Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found disconnected tubing from the differential, dff, chamber rinse. He replaced the check valve and rerouted the tubing to the diff chamber rinse and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a blue fluid leak of 1 ml from a unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 09/30/2015. The fse found disconnected tubing from the differential, dff, chamber rinse. He replaced the check valve and rerouted the tubing to the diff chamber rinse and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer observed a blue fluid leak of 1 ml from a unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.